Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a loss of connection between the transmitter and the receiver as well as the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/11/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.